Manufacturer narrative:
Com-(B)(4). Type of report-correction from 5 day to follow up. Correcting to 30 day follow up.

Manufacturer narrative:
(B)(4). Please note that the first report submitted under 3004753838-2018-007467 was marked as a 5-day report in error. There is no 5 day reportable issue in this complaint.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.